Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted blood visible in the guide wire lumen and on the entire length of the sds, which is consistent with the device being advanced over a guide wire and into the patient. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 22.7 cm distal to the strain relief tubing. There were also two kinks in the hypotube 1 cm and 7 cm distal to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Also, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed to the sds prior to the procedure, this suggests that the damage occurred during or after the procedure. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Although no patient anatomical information was provided, the sds may have interacted with the patient anatomy such that resistance was encountered during advancement. This interaction likely caused the shaft to bend/kink and subsequently separate after removal. In general, the failure to advance in conjunction with kink damage is not usually associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Based on the information received with this complaint and the returned product analysis, the reported failure to advance, kink damage and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was initially reported that implanting the mini vision stent was unsuccessful. During return device analysis, the proximal shaft was observed to be separated. Follow-up information was received reporting that the procedure was to treat a critical lesion in a lateral branch of a bifurcation using the mini crush technique. Pre-dilatation was performed with an unknown balloon and an attempt was made to implant the mini vision stent, but during advancement there was much resistance. The shaft kinked and separated into two pieces outside the patient. It was not necessary to perform any intervention. Additional pre-dilatation was performed with higher pressure and a second, same size, mini vision was successfully deployed. The physician stated that he had never experienced a shaft separating into two pieces. No additional information was provided.